Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, the patient's condition requires an upper arm intravenous port implantation, and the tip of the central venous catheter microcannula (vascular sheath) is found to be broken during the preoperative examination. Replaced with a new introducer. No other information was provided.